Event description:
During evaluation of a returned em2400 valve set, a port #2 leak was observed. No additional information is available.

Manufacturer narrative:
Correction removal number: 3010291427-06/21/2022-001-c. The device was received for evaluation. Unaided visual inspection was performed which did not did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the valve set onto compounder which observed a leak coming from port 2 only. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is related to irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.